Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that there was no alert on the g5 mobile application. The patient had a doctor¿s appointment on (B)(4)2019 and had low blood sugar while in the doctor¿s office. His continuous glucose monitor (cgm) on his phone was reading 70 mg/dl and he told his wife he needed something to eat. He stated that by that time he passed out and when she checked his blood sugar it was 31-32 mg/dl. He stated the cgm did not alert and he did not specify if the 31-32 blood glucose reading was from the cgm or a blood glucose (bg) meter. The patient did not provide further information regarding any treatment for this event. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.